Manufacturer narrative:
B5: the transfer set had been in use for about two (2) months. H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet on the light blue main body of the twist clamp. A clear passage test was performed with no issues noted. Functional tests including leak and clamp function tests were performed which revealed leakage with the twist clamp in the closed position due to the broken occlude feet. The reported condition was verified. The cause of the reported condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This occurred during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.